Manufacturer narrative:
The devices were not returned and the lot numbers were unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from three (3) access sets. There was no patient injury or medical intervention associated with this event. No additional information is available.